Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2010 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a left total knee revision due to failed arthroplasty. Upon entering the joint, synovitis was encountered. The femoral and tibial components were noted to be loose ¿ interface not provided. The patella was stable and left implanted. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2010, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.